Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site on (B)(6) 2026. The patient was using an omnipod 5 insulin pump at the time of the event. According to the patient, on 03/24/2026, the patient was experiencing abdominal pain, nausea, and vomiting. She obtained a fingerstick blood glucose (fsbg) measurement that displayed ¿high,¿ indicating a value greater than 600 mg/dl, while the cgm simultaneously showed a glucose value of 350 mg/dl. In response, the patient administered insulin via her pump by manually adjusting the settings; however, this did not correct the elevated glucose levels, and symptoms persisted. Due to ongoing symptoms, the patient contacted emergency medical services (ems). No fsbg measurement was performed by paramedics, and the patient was transported directly to the hospital. Upon arrival at the emergency room (ER), a blood glucose measurement was reported as 700 mg/dl, while the cgm continued to display a value of 350 mg/dl. The patient was diagnosed with dehydration and diabetic ketoacidosis (dka) and was formally admitted to the hospital. During hospitalization, she was treated with intravenous (IV) saline, IV anti nausea medication, and IV insulin. The patient remained hospitalized for four days and was discharged on (B)(6) 2026. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.